Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/28/2021. H.6. Investigation: bd received 1 sample and 2 photos for investigation. The photos and sample were evaluated by visual examination and the spring outside the housing barrel was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause is a burr/rough edge on the spring which may have been caught on the IV protector. This may have caused the spring to pull out when the IV protector was removed. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set leaked from somewhere other than the insertion site or needle tip. The following information was provided by the initial reporter: "spring leakage."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set leaked from somewhere other than the insertion site or needle tip. The following information was provided by the initial reporter: "spring leakage."